Manufacturer narrative:
Patient height - (B)(6). This report is for one (1) unknown plate. Patient reported being transferred to the hospital for the second revision. Date of planned revision is not available for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery for a broken femur on (B)(6) 2016 and was implanted with a plate, seven screws and four cables. The patient fell post operatively and on (B)(6) 2016; the patient underwent revision surgery for a broken 4.5mm locking compression plate (lcp) proximal femur plate and was implanted with a titanium periprosthetic plate and an unknown number of locking and cortical screws and a total of three to four cables. An x-ray after the revision surgery revealed a broken plate and a nonunion, date unknown. It is not known if the patient fell. The patient is being transferred to another hospital for the second revision. Therefore, it is not known at this time if additional information will be available. Concomitant devices: locking screws (part #unknown, lot #unknown, quantity unknown), cortical screws (part #unknown, lot #unknown, quantity unknown), cables (part #unknown, lot #unknown, quantity 3 to 4). (B)(4) covers first revision surgery held on (B)(6) 2016. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ID: (B)(6). Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additionally it was reported that outpatient x-rays on (B)(6) 2016 were taken due to a fall and revealed a comminuted fracture of the mid left femoral shaft with hardware fracture of the lateral fixation plate. The patient was admitted to the hospital on (B)(6) 2016 after it was noted that she had a deformity of her left thigh. The principal diagnosis was reported as periprosthetic fracture around internal prosthetic left knee joint. On (B)(6) 2016, the patient underwent an open reduction internal fixation (orif) of her left femur with an iliac crest graft for a nonunion and fractured plate. During the procedure, six cultures were taken of the deep tissue showing positive (a) for staphylococcus aureus and aerobic routine cultures showed rare to many polymorphonuclear leukocytes. The nonunion was mobilized and it was reported that the proximal fragment was shortened approximately 2cm to allow for better bone contact. An iliac crest bone harvest was performed and the wound was irrigated and closed. The patient was implanted with an anterior 4.0mm long distal femur plate after contouring into the anterior femoral bow. Screws were placed proximally and distally with locking caps. It was reported that the surgeon opted to use orthogonal plating due to the previous plate failures. It was also reported that autograft bone was packed into the fracture site with allograft chips used to fill in the remainder of the defect. Infuse was placed over the fracture site and vancomycin powder was placed in the wound. Upon discharge on (B)(6) 2016, the patient's condition was reported as improved.

Manufacturer narrative:
Alert date should be captured as (B)(6) 2017, not (B)(6) 2017. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. The reported device was not received for investigation. The following investigation is based exclusively on the reported information and provided x-rays. Each of the 11 provided x-rays were reviewed. No information was gathered from the following 4 x-rays as no devices were observed in the images; (B)(4). The following 2 x-rays show a knee implant on the left side of the patient and a plate and trochanteric fixation nail on the right side of the patient. Based on the reported date ((B)(6) 2016) and the absence of a plate on the left side these appear to have been prior to the implant of the plates addressed in (B)(4) and this complaint, (B)(4). The following x-ray shows the initial implant of the first plate. This is plate is addressed in (B)(4). The following 2 x-rays shows the postoperative break of the first implanted plate and the subsequent implant of the second plate. The second plate is the plate addressed in this complaint file. (B)(4). The following 2 x-rays show the postoperative break of the second plate. The break is located between the 5th and 6th screws from the proximal end. In total, the second plate shows 7 screws on the proximal portion and 5 cables on the distal portion. The portion with cable fixation overlaps the stem of the previously implanted knee implant. The shown plate appears to be straight in the ap view, however, no identifying features were observed. The implant part numbers or families could not be determined. A patient fall was reported but the details surrounding fall and the state of the implant prior to the fall are unknown. Thus, as the circumstances at the time of the issue and over the lifespan of the implant are unknown a specific root cause could not be determined. Furthermore, the device was not received for inspection. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.